Event description:
It was reported that a monofocal intraocular lens (iol) was fully inserted, but patient to see a retina specialist, cannot implant the lens. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code: 3191 (to capture unspecified/other w/ patient involvement). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review, "other serious (important medical events)" box was inadvertently populated in section b2 instead of box for "required intervention to prevent permanent impairment/damage (devices)". Also, in section h6: type of investigation, "analysis of production records" and "historical data analysis" were coded, as well as explained in section h10 text, which should not have been done anymore since these were already captured in the initial report submitted. Therefore, the correct information have been captured in this supplemental MDR report. The field below was updated accordingly: section b2: outcome attributed to adverse event : required intervention to prevent permanent impairment/damage (devices). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that in section b1: report type in the initial report submitted, event was marked as both adverse event and malfunction. However, it should be only adverse event and no malfunction. Also, section h6: device code of 3191 (to capture unspecified/other w/ patient involvement) should be coded as 2993 (to capture adverse event without identified device or use problem). This supplemental submission is performed to correct the information previously sent. Field below updated. Section h6l device code: 2993. Additional information: manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.